Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated and the device passed all functional tests. DHR review could not be completed as no lot number was provided.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). One sample was received in decontaminated conditions inside of plastic bag without its original packaging. During visual inspection, the sample was visually inspected under normal conditions of illumination according to the procedure. It was noticed that the female luer was broken and a portion of the luer remained inside the gas eliminator assembly, (per this we can confirm there is no problem with the manufacturing assembly solvent bonding operation) and the damage present in the sample was caused by an external force. The damage complaint is confirmed but not related to the manufacturing assembly process. The failure mode cannot be replicated; therefore the root cause is not attributable at the manufacturing process. No corrective action will be taken as the defect does not correspond to the manufacturing process.

Event description:
It was reported the device had a leak from the luer connector. No adverse effects reported.